Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a superior mesenteric vein (smv) pseudoaneurysm using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, one coil was successfully implanted into the target location. Next, the physician encountered resistance while advancing a pod pc and subsequently, the pod pc detached when it was partially in the vessel and partially in the lantern. However, the physician was able to successfully retrieve the pod pc from the patient in one piece without use of another device. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.